Event description:
A customer contacted physio control to report that their device had lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The reported issue was able to be verified and able to be duplicated. It was determined that the issue was due to a power and system pcb assemblies. Further root cause can not be determined. The device can not be repaired and it was returned unrepaired to the customer and stryker recommends not to use this device anymore for clinical purposes.

Event description:
A customer contacted physio control to report that their device had lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.